Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that on startup of the device "error 8 and 5" on the scp occurred. (B)(4).

Manufacturer narrative:
A field service technician has been sent out and stated that the device showed errors 8 and 5. Thus the failure could be confirmed. According to the technician (email sent on 2017-06-19), the defective dpm was replaced. Pressure calibration was performed and all necessary checks have been done as described in the service manual . The heart-lung machine works normally. The defective dpm was requested for investigation. This request was canceled because the hospital wanted to keep the defective dpm. Therefore no further investigation could be performed and no most probable root cause could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4)